Manufacturer narrative:
Lot number - the customer reported a potentially associated lot number, dr15e11041. The manufacture date for the potentially associated lot number is 05/11/2015. A batch review was conducted for the potentially associated lot number, and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro volume extension set leaked from the filter during infusion. This was used with a primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.